Event description:
It was reported that the fenestrated bipolar forceps instrument does not grasp. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to move intuitively with full range of motion in all directions. The instrument jaws open and close properly and grasp without problems. Engineering also observed the distal end of the main tube has a 1.3 inch long by .0170 inch wide section with material removed on one side of the tube. Damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.